Manufacturer narrative:
E.1. Initial reported phone #: (B)(6). E.1. Initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2e 3.6mg plus blood collection tubes had low draw of a tube with blood. This event occurred 3 times. There were no health consequences or impact reported.

Event description:
It was reported that the bd vacutainer® k2e 3.6mg plus blood collection tubes had low draw of a tube with blood. This event occurred 3 times. There were no health consequences or impact reported.

Manufacturer narrative:
H.6. Investigation summary: 20 retention samples from bd inventory were functionally evaluated for underfill and all tubes performed within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.